Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported fluctuated blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with pneumonia, shortness of breathe and fluctuating blood glucose levels (bg). The patient's bg levels reached as high as 404 mg/dl and as low as 38 mg/dl while wearing the pod. The patient was treated with insulin and was prescribed a plethora of medications (amlodipine 5 mg 1 tab daily, asprin 81 mg 1 tab daily, lipitor 8 mg 2 tab daily, plavix 60 mg 2 caps daily, cymbalta 20 mg 1 daily, torsemide 20 ml daily, famotidine, albuterol nebulizer 3ml every 6 hours, heparin blood thinner 5000u 1 ml every 12 hours, novolog insulin 20 u daily , carvedilol 75 mg 1 tab daily). The patient spent 10 days in the hospital and was released.